Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that it was taking a long time to deliver the bolus. The patient requested assistance with clearing data. Patient services assisted the patient in clearing data. The patient would call back for assistance as needed. Additional information was provided from a consumer stated that it was cleared but continued to get slow again. The issue was not resolved. Additional information was provided from a consumer stated that the personal therapy manager (ptm) worked for a week but not it takes ¿a minute and a half¿ to do a bolus. The patient was wondering why this can't be fixed. Additional information was provided from a consumer stated that ¿probably about a month ago,¿ the patient handset started to slow down and within a few days it started slowing down again. The patient needed to clear the data from the handset so it would not take so long to get a bolus. During the call, patient services walked the patient through clearing the data. The troubleshooting steps that were taken on the call resolved the issue.